Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.

Event description:
The customer's family member reported via phone call that power of attorney that dropped the insulin pump in a bowl of water. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump replaced because it did not seem to be giving the insulin correctly. The insulin pump will be returned for analysis.